Event description:
It was reported on a voluntary medwatch that the patient underwent a revision surgical procedure to extend the construct to t9 and due to pseudoarthrosis and rod fracture of the original construct at t10-s1. The patient reported having pain sometime post-op. If was found that the rod was fractured and the patient had pseudoarthrosis. The patient reports pain in the mid and lower back all the way towards the buttocks. The patient underwent a revision surgery to remove the rod. No additional patient information was reported.

Manufacturer narrative:
Medwatch voluntary report number # (B)(4). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.